Event description:
It was reported that during the procedure preparation for a seeg surgery, the surgeon had secured the headring with optipins to the patient's head. The representative noticed that the front left pin appeared to be flexed and informed this issue to the surgeon, and recommended that they adjust the pin and ring in order for the optipin to be more orthogonal to the bone for optimal fixation of the frame. When the surgeon was removing the optipin using the torque wrench, the pin snapped . And this abrupt snapping also contributed to the front pin on the right snapping almost in the same moment. This also leading to slipping of the patient head and caused the the skin at the back of the patiens head to be lacerated. A 15-minute delay was noted.